Manufacturer narrative:
Other text: one fluid warmer was returned for evaluation. Visual inspection of the device found it to have a cracked enclosure and tank cover, broken pole clamp, and wear and tear damaged front cover and line cord. Device underwent functional testing; filled tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported customer complaint has been confirmed as a result of a crack in the enclosure near the drain fitting. The problem source has been determined to be unknown.

Event description:
Information was received that device leaks water where the solution is held on the bottom. Incident occurred during storage; no patient involvement.